Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced this morning and the patient received a new patient programmer. The patient noticed their symptoms were not being managed as well about 6 to 8 weeks ago. They went into surgery thinking normal battery depletion; however, the health care provider (hcp) also found issues with the lead, even though there wasn¿t a visible break in the lead. Both the ins and lead were replaced. The components involved in the event were the lead. Once the battery was replaced there was no communication with the leads. The battery depletion was normal. The troubleshooting done to provide insight to the issue was an x-ray and attempting communication with the depleted battery attached again during surgery. The cause of the event was not determined and was device related. The hcp was unsure why the lead was damaged as the patient denied trauma. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # v436859, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).